Event description:
Md reported a pt being intubated due to pending respiratory failure. The pt was being hyperventilated by the rt due to a marked respiratory acidosis and soon became very difficult to ventilate. Increased airway pressure was causing the md concern. Before he did any invasive procedure he removed the et tube and a large "whoosh" of air was noted. Prior to the disconnection he noted that the pt's bp & hr were decreasing, the chest was hyperexpanded, and venous return had also decreased. They changed to another MFR's resuscitator bag and continued to support the pt with success. There were no negative outcomes to the pt as a result of this event, per the md. He did state that he felt the resuscitator bag was acting as a "pump" and not a manual ventilator.